Event description:
Patient 4 of 4: it was reported during use of bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, 1 patient had an unspecified number of overfilled tubes. Sample was recollected. There was no other health impact or consequences reported.

Manufacturer narrative:
D.4. Medical device expiration date: unknown h.4. Device manufacture date: unknown lot number was not reported; however, potential lot #'s were provided. The information for these lot #'s are as follows: d4. Medical device lot #: 4222852 d4. Medical device expiration date: 31-may-2025 d4. Unique identifier (UDI) #: (B)(4) h4. Device manufacture date: 09-aug-2024 d4. Medical device lot #: 4198287 d4. Medical device expiration date: 30-apr-2025 d4. Unique identifier (UDI) #:(B)(4) h4. Device manufacture date: 16-jul-2024 a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Patient 4 of 4: it was reported during use of bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, 1 patient had an unspecified number of overfilled tubes. Sample was recollected. There was no other health impact or consequences reported.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.